Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that and x-ray showed the patient's right atrial (ra) and left ventricular (lv) leads dislodged. The lv lead was reprogrammed and remains in use while the ra lead was inactivated. No patient complications have been reported as a result of this event.